Event description:
Customer reports inconsistent patient results with protime instrument vs an unspecified lab instrument. This report is for patient 2 of 3. In 2009, protime inr <0.8 and 2.2 vs lab 1.5. Patient therapeutic range 2.0 - 3.0 inr. Customer has discontinued protime and indicated patients on lovenox will have sample sent to the lab. No reports of adverse event, serious injury, or intervention.

Manufacturer narrative:
Results: conclusions: manufacturer evaluation / investigation currently in process.